Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a video assisted thoracoscopic surgery. While attempting to resect lung tissue, there was a problem loading the device. The reload was unable to engage with the manual handle. The stapler did not fire. To complete the procedure, a new reload was used. No patient injury or extension in surgical time. Patient status is alive, no injury.